Event description:
The healthcare professional reported that the complaint device, a 6.5mm x 45mm embotrap iii revascularization device (et309645 / lot# unknown) was used over the weekend, on (B)(6) 2023, in an ischemic stroke case. It was reported that the embotrap iii device damaged the tip of the microcatheter when it was being removed containing the clot. The microcatheters used during the procedure were a marksman¿ microcatheter (medtronic) and a velocity® delivery microcatheter (penumbra). The marksman microcatheter was reported to be the one with the tip damage. The rest of the procedure was successfully completed using different devices. There was no report of any negative patient impact. On 17-apr-2023, additional information was received. The information confirmed there was adverse event impacting the patient. The lot number of the embotrap iii device is not available. The location of the target occlusion is not known. The information indicated that the embotrap iii device was not reported to be damaged. There was difficulty withdrawing the embotrap iii device into the microcatheter; there was no difficulty withdrawing the embotrap iii device from the target vessel. It was not known if excessive force was applied to the embotrap iii device. Based on the additional information received on 17-apr-2023, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. D.4: the expiration date of the device is not known as the device lot number is not available / not reported. H.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known; therefore, manufacturing documentation review not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.